Manufacturer narrative:
Block h6: -imdrf device code g07001 captures the reportable event of balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure for stricture performed on (B)(6) 2026. During the procedure, the balloon leaked all the water out. The procedure was completed with another device of the same model. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code g07001 captures the reportable event of balloon leak in the esophagus imdrf device code a041001 captures the reportable investigation finding of balloon pinhole block h11: investigation results: the returned cre pro wireguided dase dilatation balloon device was analyzed, and a visual inspection found no damages. A functional inspection was performed, and the balloon was inflated without any problem; however, it was not able to hold the pressure due to a pinhole in the balloon which produces a leakage, located approximately at 90 mm at the tip of the device. Microscope inspection confirmed the presence of a pinhole. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of balloon leak was confirmed. The results of the analysis performed on the returned device found that the balloon inflates without any problem; however, it was not able to hold the pressure due a pinhole in the balloon which produces a leakage, located approximately at 90 mm at the tip of the device. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the failure found on the distal section of the balloon. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure for stricture performed on (B)(6) 2026. During the procedure, the balloon leaked all the water out. The procedure was completed with another device of the same model. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.